Event description:
It was reported that the user experienced a nocturnal low blood glucose after a prior post-dinner high, with a self-administered correction and a ¿less than meal¿ announcement identified during review as potential contributors; the device provided low alerts, and the user has remained in range since. Symptoms included no loss of consciousness, no dizziness, and no other acute effects. Outcomes included self-treatment with oral glucose and no medical intervention, assistance, hospitalization, or dka. Investigation included review of device-reported alerts and user-reported glucose history and behaviors, as well as troubleshooting and education regarding meal announcements and correction practices. Investigation of this case revealed a user management issue as the most plausible factor, with no evidence of device malfunction or component failure. It was concluded, based on previously established findings for similar reports, that the cause was unclear and likely related to use-pattern factors rather than a device defect. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.